Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the devices misfired and then did not fire at all. A different lot was used to complete the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.